Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, when inserting the catheter, the physician noticed bubbles immediately in the sheath. The bubbles were aspirated but they were continuous. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device isn't expected to return for laboratory analysis as it was disposed at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.